Event description:
Customer reports testing blood glucose with results in low end of normal range. Customer's speech became slurred and felt very warm and disoriented. Spouse called 911. Emt result was below normal and customer received IV-d50. After treatment customer was released when lab result was in the normal range. Customer had not taken evening insulin or eaten prior to the event.

Manufacturer narrative:
Standard disclaimer on file.